Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information indicated that the cause of the event was wound infection. Lead wires were removed due to the infection and replaced at a later time on (B)(6) 2012 with a paddle electrode connected to existing implantable neurostimulator (ins) in right upper buttock. Reprogramming was performed on (B)(6) 2013 during post op evaluation with adequate stimulation therapy. The patient required no hospitalization and no patient injury was stated. It was also reported that after the ins implant the patient subsequently developed a wound infection overlying the device and lead wire that had previously been implanted "while leaving the new ins in place in right upper buttock." In addition, it was also reported that the date of onset/diagnosis of infection was (B)(6) 2012. It was unknown if perioperative antibiotics had been administered. No meningitis was reported. Signs/symptoms were redness, swelling, drainage at the lead track. The culture was obtained in device pocket, lumbar region. Treatment for infection included partial system explant. Patient outcome was reported as "infection resolved."

Event description:
It was reported there was an infection. The patient had a replacement of their device and got a surgical infection resulting in three surgeries and the patient having their leads removed in (B)(6) 2012. It was noted the patient had the ins put in (B)(6) 2012 and was given a recharger to keep device charged. The leads were replaced (B)(6) 2012. It was noted the patient never received a recharger with their ins. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer. (B)(4).